Event description:
The subject presented experiencing dyskinesias in the leg and right and left upper limbs. The site reported that the subject was receiving stimulation in the left hemisphere, but was not receiving stimulation in the right hemisphere. The implanting physician reported that he had difficulty passing the extension through the tunnel during the implant procedure the day before. The subject was sent for an x-ray to determine if there were any signs that the leads of extensions were damaged; the x-ray images did not identify any damage. The cause had not been fully determined; the implanting physician believed there was a break in the extension. The neurostimulator settings were adjusted on (B)(6) 2010 and the subject's symptoms improved, but were not resolved. The subject was scheduled for potential surgery to replace the extension in (B)(6). The outcome of the event was reported as "ongoing".

Manufacturer narrative:
(B)(4).